Event description:
It was reported that a spectrum pump experienced an intermittent distorted audio condition. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported symptom. The evaluation experienced a low audio condition on all volume/tone settings caused by a failed speaker. When tested with a known good speaker, the device was functioning as required. The investigation concluded that there is an intermittent connection between the negative speaker lead and printed circuit board solder pad which caused the intermittent audio condition. The failed speaker was replaced. See scanned page.